Event description:
The implant failed due to poor osseointegration. The implant was placed at #46 and removed after 2 months. Good oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. Device evaluation attached.